Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed throughout the sample. Multiple kink impressions and flattening of the catheter shaft were observed between the 3cm and 8cm depth markings. A longitudinally aligned split was observed at the corner of the distal kink. The catheter kinked preferentially at the kink impression sites during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The fracture features were consistent with damage caused by sharp/repetitive kinking of the catheter shaft. The location of the damage and the abundant catheter kinking and flattening in the vicinity of the split further suggested that catheter securement, insertion and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, there was a fractured PICC, external length 20.5cm. Additional information received 08 august 2023: the patient came to no harm, no extravasation. PICC fractures were internal, patient was on chemotherapy and needed new PICC line which has now been placed.

Event description:
It was reported, there was a fractured PICC, external length 20.5cm. Additional information received 08 august 2023: the patient came to no harm, no extravasation. PICC fractures were internal, patient was on chemotherapy and needed new PICC line which has now been placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, there was a fractured PICC, external length 20.5cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.